Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report a mc failure. The customer was sent a replacement mc printed circuit board assembly (pcba). The customer replaced the mc pcba and confirmed the issue had been resolved. The customer replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the motor controller (mc) had failed. It is unknown at this time if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report a mc failure. Repair is currently pending.